Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): defib conductor fractured. Full lead in segments returned and analyzed. Additional findings of defib conductor distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, outer insulation torn, all insulators breached cut, outer insulation white substance and cosmetic depression, blood in/on helix mechanism (sleeve head) and in/on helix mechanism and lead stretched.

Event description:
It was reported that the lead fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.